Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Medicrea/flextronics/zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports. Using view 09-23 from the etq reliance system, there was 01 complaint that contained part number: 00219500100 lot# unk and complaint description with the keyword: knife. The highest occurrence for a given manufacture date was 01. The keyword of knife was chosen as a filter based upon the reported failure of it was reported that the damaged handle replaced and damaged cutting roll also replaced. On (B)(6) 2019, it was reported that the damaged handle replaced and damaged cutting roll also replaced. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. Product review of the meshgraft ii by flextronics on april 16, 2019 revealed that the cutter was damaged. The calibration was within specifications and the device produced a passing sample mesh. The handle was also damaged and needed replaced. Repair of the meshgraft ii was performed by flextronics on may 9, 2019 which included replacement of the cutter and handle. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Rga number (B)(4). Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the damaged handle replaced and damaged cutting roll also replaced. The event occurred during preventative maintenance. No adverse events were reported as a result of this malfunction.